Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the message "x-ray system is starting up" appeared, but the device did not start up. Upon troubleshooting, the fse determined that the device did not start due to a software crash. To resolve the issue, the fse reinstalled the system software. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.